Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument could not be controlled. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a dislodged pitch cable at the proximal end within the housing. This causes the instrument to fail the imprecise motion test. A visual inspection of the back end found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the dislodged cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.